Event description:
The customer reported to olympus, on the uretero-reno videoscope tip part stains do not come off. Upon inspection and testing of the returned unit, the angle locks due to angle wire wear. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered dirt that is difficult to remove is found on the tip cover, switch 1 and 2 was not functioning due to, angle locks was due to wear of the angle wire, liquid leakage was recognized in the lens guide bundle, scratches on the insertion tube, corrosion due to water leakage was found in the operation part and liquid leakage was observed in the grip. Additionally, scratches are found on the grip, liquid leakage was recognized on the up/down plate, liquid leakage was recognized in the universal cord, scratches were found on the universal cord, scratches were found on the rotating mechanism, scratches are found on the angle lever, scratches were found on the video cable, scratches were found on the video connector, scratches were found on the lens guide connector, scratches on the lens guide cover glass surface, scratches were found on the video connector, scratches on the up/down angle fixing lever and the label on the lens guide connector had come off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
(B)(4). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the angulation malfunction (angulation lock). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of an irregular load. It is possible that the bending section was twisted in a strong fashion towards the left and right while the angulation was fixed. Olympus will continue to monitor field performance for this device.